Event description:
Event description boston scientific received information that this patient had a syncopal event and one previous. The user reported stored episodes that looked like svt. Impedance measurements were between 350-410 ohms and thresholds were consistent. However, there has been a large variation in r-wave measurements from 2.9 to greater than 12 since september.prior to september, intrinsic amp were regular (2.9-3.5). The gas gauge was good, beginning of life (bol), and had all daily measurements through april. The caller did report that the patient had sustained a fall in september. However, it is unknown if this was related to the first syncopal episode. This pacemaker is included within a subset of devices affected by a recent physician communication regarding the failure of a low-voltage capacitor.